Event description:
During the procedure, the surgeon noted that the instrument mis-fired. Additionally, according to the circulator, the instrument partially disassembled during use. There were no adverse affects to the patient as a result of this malfunction. The instrument was removed from the field, and the procedure was continued with a new instrument. It is unclear if the new instrument was of the same or different lot.